Event description:
A nurse experienced a scratch on her hand from a needle that protruded through a small opening of a sag 4804 sharps container where the tab from the top portion fits into the slot of the bottom portion. This occurred when she was attempting to replace the full container. The nurse was treated in the ER immediately after the incident. She was blood tested and given a hepatitis b booster vaccine. She was also given oral human immunodeficiency virus prophylaxis, which made her quite ill and caused loss of time from work.